Manufacturer narrative:
A patient that had their system explanted due to a hematoma was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient began taking plavix the day after his device implant. The patient developed a hematoma that caused temporary paraplegia so the physician explanted the system and removed the hematoma. The patient's condition is improving.

Event description:
Additional information received indicated that the patient's condition has recovered and are walking.